Event description:
A malfunction was reported with a pump, indicated by malfunction code 16, experienced by a customer in sweden. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, tandem technical support arranged to replace the faulty pump and instructed the customer on how to put the device into storage mode before returning it. The customer was also advised to use multiple daily injections (mdi) as a backup insulin therapy and agreed to return the pump using a pre-paid label within ten days.